Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. No blank display, lines, display anomaly or audio/beep anomaly noted. Unit received with button error alarm and had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a13 alarm due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and cracked belt clip slot.

Event description:
The customer reported via phone call that their insulin pump had received pump error alarm. The customer¿s blood glucose was 150 mg/dl. The customer states the he got an error alert still and no buttons responded. The customer refer to back up plan. The insulin pump will be returned for analysis.